Manufacturer narrative:
The device was received for evaluation. A review of the event history log did not identify any issues that could have contributed to the reported condition. Functional testing was performed and the pump charged properly; the battery state of health was 90%. A set was able to successfully load and run without discrepancies. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Battery relearning would be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not holding the charge. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.